Event description:
It was reported that a 1mg/ml midazolam solution leaked through a hole in the seal of a 150ml intravia empty container bag. This observation was made prior to patient use, during stocking. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with no abnormalities identified. Leak testing and pressure testing were performed and found a leak from the bag seam. The reported condition was verified and the cause of the condition was not identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.